Manufacturer narrative:
Continuation of d10: product ID: unk-nv-fg15, (lot: unknown); product type: implant date: n/a; explant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, thrombosis of a giant aneurysm left -internal carotid cavernous with a max diameter of 20 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 3.7 mm distally and 4.6 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unconfirmed. Postoperative findings on blood flow imaging showed no problem. It was reported that the procedure was performed as the first case under the supervision of a proctor. During delivery of the pipeline, it was reported to be very stiff and failed to deploy at the distal section of the stent. After unsheathing the device from m1d and advancing the pipe approximately 6~8 from the tip, a finding of tip inversion was observed. The proctor determined that the product was defective, and upon confirmation outside the body, damage to the tip was identified. As the same product size was not available, a device with one size larger diameter was selected. During delivery of the replacement device, almost no stiffness was reported; therefore, it was considered that an abnormality had been present from the time of delivery of the first device. Two devices were subsequently deployed, and the procedure was completed without issues. The pipeline was not located at the benduous part of the vessel. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f fubuki guiding catheter, phenom27, phenom plus microcatheters, synchro standard guidewire, hyperform.